Event description:
The circumcision bell clamp did not seat flat on the foreskin of the penis during the circumcision and the foreskin tore during the procedure. Two stitches were required to stop the bleeding. There was no adverse pt outcome as a result of this event.